Event description:
Additional information received reported that the troubleshooting performed was that the patient had their bladder removed. The action or intervention taken to resolve the event was that the device was removed.

Event description:
Additional information received reported that removal of the ins took place on (B)(6) 2015 and it was successful.

Event description:
It was reported that the patient had a loss of therapeutic effect. The action required as a result of the event was removal planned for 2015 (B)(6). There were no patient symptoms or complications associated with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0gn9v, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).